Event description:
Boston scientific received information that the right atrial (ra) lead pacing impedance measurement increased from 400 ohms to 2,600 ohms in a bipolar configuration within a three week period. Additionally, the device had stored inappropriate atrial tachy response (atr) events due to noise. The patient with this device system was presented with palpitations in the neck and chick, with numbness in the left side of the face. Further device testing confirmed a pacing impedance measurement of 2,450 in a unipolar configuration, with pacing threshold measurements of 1.1v @ 0.5ms. Noise was noted to have inhibited atrial pacing for greater than two seconds. The physician suspected a lead fracture. A lead revision procedure was scheduled.

Event description:
Additional information was received that a revision procedure was performed. This ra lead was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.